Event description:
Rptr had silicone breast implants inserted on 9/27/77. She has illnesses, neurological, psychological, physical, rheumatic. She also has seizures. She had implants removed on 1/10/96. Implants ruptured. She had 2 severe capsular contractures. Calcified areas 1/16/96.